Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for a false nonreactive alinity I (B)(6) result, on an alinity I processing module, serial number (B)(4), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The abbott service representative reviewed the system logs and found that the initial nonreactive result had an aspiration issue during sampling which did not generate an error, however, message code 3424-sample aspiration error occurred on a subsequent sample. Historical performance of the alinity I analyzer was evaluated using the innovative quality system. Trending review determined no related trend for the issue for the product. Device history record review on the alinity I did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. No systemic issue or deficiency of the alinity I was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified. The initial report was submitted under manufacturer report number 3016438761-2020-00207 with abbott laboratories (B)(4) as the manufacturing site, however, that is the incorrect manufacturing site. The correct manufacturing site is (B)(4) which is this report.

Event description:
The customer observed a false nonreactive alinity I (B)(6) result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2020, was 0.01 s/co, repeats were 7.27 and 7.22 s/co. Additional laboratory testing was provided: tsh was 2.2613 uiu/ml. Free t4 was 13.3 pmol/l. Ferritin was 23.36 ng/ml. There was no impact to patient management reported.